Event description:
It was reported the autoclavable camera head exhibited failure due to having put it in the autoclave. The issue occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.